Event description:
Per the clinic, the patient experienced a performance decrement with device use and was put under general anesthesia to conduct an integrity test on (B)(6) 2015.

Manufacturer narrative:
(B)(4): implanted device remains.